Event description:
Feeding tube inserted into pt and tube feeding resumed. After 1 1/4 hrs of feeding, nurse noted blue tube feeding in pt mouth. Tube removed. 3 small holes found in tube at 62 cm mark. Tube exited pt's nare at 65 cm mark. Therefore, tube feeding leaking into pt 3 cm into nare/nasopharynx. Pt very congested after this. Aspiration pneumonia diagnosed.